Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical product: addr01, implantable pulse generator. (B)(4).

Event description:
It was reported that during follow up, it was seen there was a right atrial(ra) lead warning for a series of unusually high impedance measurements. Settings were reprogrammed and the lead will be closely monitored. The ra lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range, with 10,193 high impedance paces post lead warning on (B)(6)-2012, as seen on printed strips. Warning cleared before save to disk was taken so warning does not appear in save to disk file.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.